Manufacturer narrative:
During inspection and testing of the returned device, service found the continuous increase in air flow was due to a broken solenoid valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the continuous increase in air pressure was due to a failure of the solenoid valve. However, the root cause of the solenoid valve failure could not be determined. In addition, service found the foot of the device was damaged. Per the legal manufacturer. This other device issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device. This late MDR is being submitted as a result of a complaint retrospective review.

Event description:
An olympus employee reported that when inspecting the insufflator after it was returned to olympus, the flow was showing a constant increase. The subject device is a loaner unit. The issue was not identified while the device was in-use at a facility. The device was then sent to an olympus service center for further evaluation. During inspection and testing, service confirmed the air flow delivered from the insufflator constantly increased. This report is being submitted for the malfunction found during evaluation (air flow constantly increased). There was no patient or user injury reported due to the event.